Event description:
Medtronic (covidien) received report that a patient underwent another pipeline embolization device (ped) procedure to treat a residual aneurysm 2 years after initial ped implantation. The patient received a second ped implant to occlude a berry-shaped residual aneurysm in the right hypophyseal carotid artery. The first ped fully covered the aneurysm neck, however, a small residual was found by CT during follow up. The patient did not experience any symptoms due to residual aneurysm. Immediate angiographic result after implantation of second pipeline showed persistent contrast layering dependently within the aneurysm. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record review was not possible since the device lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4)